Event description:
Pt taken to q.r. To repair detached retina. Vitrectomy was unable to be done because ocutome malfunctioned. This pt was anesthetized but had to be scheduled the next day. Malfunction was identified as a nitrogren connector not fully seated, causing a malfunction. Connector was replaced.